Event description:
The complainant stated the head up function does not work on the bed.

Manufacturer narrative:
The tech isolated the issue to a sticking head up hydraulic valve. He replaced the hydraulic valve to repair the bed.